Manufacturer narrative:
Other, other text: customer email received with new information date patient was first hospitalized: early (B)(6) 2021. In addition they reported that "after noticing cassette was full, nurse changed the cassette". Name of hospital where patient was treated: hospital (B)(6).

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed seals and labels are intact, physical condition is good. No evidence exists in the event log to support the user's complaint. Ran accuracy test. During functional testing, the reported problem was not duplicated. The event log indicated that the upstream occlusion sensor was turned off, possibly indicating an upstream blockage that was not detected. Accuracy was out of specification and the expulsor was trimmed to bring it to a more nominal value. The reported problem could not be duplicated. Root cause is unknown.

Event description:
It was reported the patient was hospitalized for decompensation. During hospitalization the patient was started on veletri infusion using the cadd-legacy plus infusion pump, an infusion cassette and a groshong catheter. The reporter stated on (B)(6) 2021 the patient showed symptoms including o2 desaturation and hot flashes. The patient was treated with supplemental oxygen through an oxygen mask. That evening, the nurse placed a new infusion cassette and noted the previous cassette was still full. On (B)(6) the treating physician noted patient was panting and the pump was "not working". The report states patient expired on (B)(6) 2021. Further information has been requested including: cause of death, date of hospitalization, what other treatment actions were taken in response to patient's reported symptoms.